Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 275mg/dl. Troubleshooting was conducted. The customer was advised to change out entire infusion set. The customer got a new reservoir and was able to push insulin through manually, and conducted a rewind with a successful prime. The customer is being sent out replacement reservoir, and returning old reservoir for analysis.